Event description:
Voluntary medwatch received states that in patient's record incorrect serial number of patient's right ventricular (rv) lead was registered in patient record. The serial number was corrected.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119565.